Event description:
It was reported that patient presented in clinic for routine follow-up. It was found that patient's implantable cardioverter defibrillator was unable to interrogate. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received the device was unable to communicate due to low battery voltage. A longevity analysis of device found premature battery depletion. Session record indicated normal current drain and no high current drain sources were found throughout bench and environmental stress testing. The cause of premature battery depletion could not be determined. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions analysis was normal with no anomalies found.